Event description:
Boston scientific received information that this right ventricular lead displayed a high out of range shock impedance measurement. All other measurements were normal. A lead revision procedure was performed. This lead was surgically abandoned and replaced. Measurements with the replacement lead revealed variable impedance measurements were still obtained. A decision was made to also replace the device ((B)(4) model p107, sn (B)(4)). No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned, therefore there will be no return of product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.